Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and high, out of range pacing lead impedance were noted. The lead was explanted.